Event description:
The user had a trauma to the right side of the head in a traffic accident on (B)(6) 2018. After the accident the recipient was in intensive care. In situ measurements while in intensive care were abnormal. Before the accident the recipient had good hearing with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However to determine an exact root cause a device investigation would be necessary. No further information on possible re-implantation has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a head trauma in a traffic accident with the device on (B)(6) 2018. There is no swelling or redness over the implant side. Re-implantation is considered.

Event description:
The user had a trauma to the right side of the head in a traffic accident on december (B)(6) 2018. After the accident the recipient was in intensive care. Before the accident the recipient had good hearing with the device.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.